Manufacturer narrative:
Section h4: corrected data. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this investigation. The account reported that the patient expired on (B)(6) 2020, and that an autopsy would be performed. To keep patient confidentiality, no other information was provided. It was not indicated whether the device was explanted or not. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation as of (B)(6) 2020. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away at their home. It was reported that an autopsy will be performed. There were no log files available for this event. There was no information on if the death was considered to be device related. It was reported that the device operated as expected. No further information was provided.